Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the p waves on the atrial lead had dropped post implant. The lead was explanted and replaced successfully. The patient was stable.